Event description:
Reported due to hematoma a physician in training attempted an arteriotomy closure using a starclose device following an interventional procedure. The pt was "loaded up with antiocoagulants." The vessel size was not reported however, " a lot of scar tissue" was present at the arteriotomy site. Upon closure, it appeared as if hemostasis was achieved. Reportedly, minutes later, a hemotoma developed measuring two to three inches. The hematoma wasd treated with manual expression and light pressure using a fem stop; hemostasis was achieved. The pt was discharged as scheduled. Although requested, no additional information was provided.